Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection it was found that the introducer sheath and stent delivery wire (sdw) were not returned. The stent was returned deployed and was found to be damaged. The functional inspection was not performed as the stent was returned deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The stent was returned deployed and was found to be deformed. The concurrent microcatheter was found to be kinked and the deformed stent would have caused friction advancing the stent. The issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and anatomical factors during use, the product performance was limited. The reported defect stent difficult/unable to advance or pullback through catheter as well as the analyzed defects stent deformed and stent deployed prematurely during use will be assigned procedural factors.

Event description:
The subject stent was returned for analysis and it was discovered that the subject stent deployed prematurely during use. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.